Event description:
Technician alleged that the side rail will not stay up. No patient impact.

Manufacturer narrative:
The technician found the side rail latch pin was bent and the side rail dampener was broken. The technician replaced the latch pin and the dampener to resolve the issue.